Event description:
Procedure: lap appendectomy. According to the reporter: upon firing the stapler, the jaw deployed staples. When the jaws were opened, a metal piece disengaged and fell into the body cavity. The piece was recovered. This may have caused minor laceration of surrounding tissue while trying to retrieve the metal piece.

Manufacturer narrative:
(B) (4). (B) (4).